Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria; however it is being reported to FDA as the complaint was received via user report. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which contained the following information: a customer reported an unspecified quality issue with the adc freestyle libre sensor. The customer noted that she ¿tried and failed¿ and no additional information was provided. There was no report of any medical event or third-party medical intervention. Based on the information provided, there was no report of serious injury associated with this event.